Manufacturer narrative:
D1, catalogue number; corrected. D4, primary UDI number, corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of difficulty removing the mod cable from the system controller was confirmed. The driveline returned stuck inside the system controller due to an extensive amount of fluid ingress in the bulkhead connector. The cable was forcefully removed from the connector. The modular cable was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. Although the mod cable could not initially be disconnected from the controller, there were no concerns with pump support. The root cause for the reported event of difficulty removing the mod cable from the controller was due to fluid ingress in the bulkhead connector. Incidental findings: fluid ingress. Bunched outer jacket and discolored strain reliefs. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2024-01014. It was reported that the patient's controller had a faulty power cord. The modular cable could not be removed from the controller.